Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. An approximation of the results was provided as an initial result of 200 mol/l and a repeat result of 60 mol/l.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The field service engineer found the tubing was split at the top of the nozzle on the rinse head. The tubings were all replaced, the gear pump head pressure was adjusted., and the watch levels were verified. The investigation is ongoing.